Manufacturer narrative:
Synergy xd mr ous 2.75 x 24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no visible damage was noted. Red blood-like substance was visible inside the balloon cones. A visual and tactile examination of the hypotube found no issues. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was soaked at 37 degrees celsius to facilitate functional testing. The balloon was inflated to approximately 18 atmosphere without issue. Pressure was held and the balloon deflated in 9 seconds and the stent deployed without issue. The inflation device was verified before and after use using druck pressure gauge . A recommended 0.014" guidewire was introduced into the device to facilitate the functional testing. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use; however, before the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use; however, before the procedure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine.